Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve into a patient with a large sinus of valsalva, the delivery catheter system (dcs) was inserted into a subclavian access site. The patient's blood pressure dropped while crossing the valve. The valve was deployed but the position was too deep, therefore the valve was partially recaptured and redeployed in a higher position. It was reported that the patient's pressure remained low. The valve was deployed and the blood pressure remained low. An aortogram was performed which revealed a blocked left main artery. The patient went into ventricular fibrillation and cardiopulmonary resuscitation (CPR) was initiated. It was reported that the coronary arteries were easily accessed through the frame of the valve, however the physician was unable to adequately open up the vessel. The right coronary artery (rca) was stented and it appeared that the rca stent had also re-stenosed. The patient died. The documented cause of death was a coronary occlusion from a dislodged atheroma or clot. It was reported that the clot was not noted during valve recapture. It was reported that heparin was administered during the procedure. The patient's act (activated clotting time) levels were monitored every 30 minutes and all levels throughout the case and at the time the clot was reported were above 250s. It is unknown if the patient had any pre-existing coagulopathy issues or other blood disorders. The physician reported that this incident was not related to the valve. An autopsy was not performed.